Event description:
A surgeon reported crystallization at the periphery of the intraocular lens (iol) optic in 10-15 pts who are 3 to 8 yrs postoperative implantation. He stated the pts have decreased visual acuity. Add'l info was requested; however, the surgeon was unwilling to provide any follow-up info.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. No root cause can be determined at this time. No lot/serial number or sample was returned by the customer. Add'l info was requested on 09/13/2011 by phone. The surgeon was unwilling to provide any follow-up info. (B)(4).